Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they were experiencing intermittent signal loss at the central nurse's station (cns) for five telemetry transmitters,. Every 30 minutes to 1 hour for about 5-15 seconds. No patient harm or injury was reported. Investigation summary: an investigation performed under ticket (B)(6 )for the same issue of signal loss found that the transmitters had weak signals due to corroded battery contacts. This was caused by incorrect maintenance and storage procedures of the transmitters by the user facility personnel. The root cause of the issue was found to be due to incorrect maintenance of the transmitters when not in use with a patient. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they were getting intermittent signal loss on five tele devices. They would get intermittent signal loss every 30 minutes to 1 hour for about 5-15 seconds and it would be random, not all units end up in signal loss at the same time but at different times. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting intermittent signal loss on five tele devices. They would get intermittent signal loss every 30 minutes to 1 hour for about 5-15 seconds and it would be random, not all units end up in signal loss at the same time but at different times. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were getting intermittent signal loss on five tele devices. They would get intermittent signal loss every 30 minutes to 1 hour for about 5-15 seconds and it would be random, not all units end up in signal loss at the same time but at different times. No patient harm was reported.